Event description:
The user reported the hematocrit saturation module was not functioning as expected. No other details regarding the event were provided. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Device evaluation in progress, but not yet concluded.